Manufacturer narrative:
No power issues were observed in the black box. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No data from time of reported power issue due to continued use. No damage found to battery cap or battery compartment. Battery cap able to attach securely to pump. Battery cap contact height found in spec. (0.387in, 0.390in, 0.392in, 0.393in). Battery cap contact width found in spec. (0.587in, 0.580in). Pump powers on normal with no alarms. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No alarms or power issues occurred during testing. 4) the pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 that they were hospitalized. The patient refused to state the reason she was in the hospital. The patient stated that is was diabetes related, for high blood glucose (bg) levels and then stated it was caused by a pump malfunction. The patient stated that she was treated with injections and her bgs responded. The patient stated that she believed that the animas pump only delivers about 30% of the time. The patient stated that her bg at bedtime on (B)(6) 2013 was 567 mg/dl with no ketones. She stated that she was nauseated but not due to the diabetes. The patient stated that she watched the pump last night and there was a period of time the pump would not come on. She stated that she did not see the o-ring and no corrosion in the battery compartment. Customer support (cs) was unable to verify from the patient if the pump rebooted because the patient repeatedly stated that the pump does not deliver insulin 30% of the time. Cs advised the patient that values in total daily dose history coincide with what is programmed in the pump and the pump delivered insulin as programmed. Cs informed the patient that there was no interruption of insulin delivery and as this pump was replaced (B)(6) 2013. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.